Event description:
A site representative, nurse, reported that while in an ent procedure the system became unresponsive twice and was restored via a reboot of the system. This occurred once during loading of a patient exam and once during navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on the patient outcome.

Manufacturer narrative:
Patient information not available from site at time of this report. The computer was returned to the manufacturer for evaluation. The initial boot successful with a good image to login screen. Computer runs/displays as expected. Internal inspection found all cards, ram, all cabling and connections were secure. There were no faults encountered with the computer hardware. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was replaced and the issue was resolved.

Manufacturer narrative:
(B)(4).